Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens with clear surgical debris on product. Visual inspection found the haptic torn and debris on lens. Claim#: (B)(4).